Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was present when the returned device was tested due to cable failure. In addition, a leak was detected and the cause assigned to device handling. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report of "torn cable from the connector." The problem, as reported to olympus, was identified during maintenance of the device. Upon inspection and testing of the returned device, it was determined that due to cable failure, an image was not present. This report is submitted due to no image present, found during in-house service of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.